Manufacturer narrative:
Inspected 1 opened and used enlite sensor and found needle separated from sensor. Checked introducer needle for burrs and hooks and dull needle tip defects and none where found. Introducer needle passed per specifications. Complaint against enlite -serter.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the sensor was retracted. Customer stated while changing the sensor, it pulled off and retracted. Customer reported the introducer needle fractured while in the body. No harm requiring medical intervention was reported. The sensor will be returned for analysis.